Event description:
It was reported that prior to a carotid artery angiography diagnostic procedure, the package seal was compromised. The customer reported that, "when the nurse came to open the sterile pack on this imager catheter, she found a gap in the seal, which therefore compromised the sterility of the product. Another catheter was used instead. " the device had no contact with the patient. The procedure was successfully completed with another of the same device.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.